Event description:
It was reported that during the post-surgery check, the atrial impedance was high. The patient was opened and it was noted that the atrial lead had slipped out of the implantable pulse generator (ipg) due to a setscrew problem. The atrial lead was re-attached. The ventricular lead also slipped out of the ipg due to the setscrew problem. The ipg was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).